Event description:
It was reported by the affiliate that during a gastrectomy procedure, the device fired malformed staples at the proximal end of the staple line. Another device was used to complete the case. There was no adverse consequence to the pt.